Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a separation between the luer lock and the pt line. Reportedly, the customer stated that this occurred due to pulling on the infusion set tubing. Customer's blood glucose level was impacted.